Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 13-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the pyxis software did not recognize that the fridge was already closed. A field service engineer (fse) found no issues and confirmed open / closed the door multiple times without any issues. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the pyxis software was unable to recognize the fridge closure which was already closed. The customer troubleshooted with a reboot but issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.